Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection was performed to the photographs using the naked eye which observed a kinked tubing that could generate the reported issue. Therefore, the reported condition was verified via inspection of the photographs. Due to the nature of the sample, no further evaluation could be performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of unknown chemotherapy sets alarmed ¿air in line¿. The event occurred approximately one hour into a 24-hour etoposide infusion via a spectrum infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.